Event description:
It was reported that about two months post-implant, the right ventricular lead had high threshold, no capture, and reduced sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.